Event description:
It was reported that during a sigmoid resection procedure that during use of the device, clip fell out of the clip applier without using the firing handle of the instrument. Procedure was continued with a reusable clip applier. There was no pt consequence.

Manufacturer narrative:
Premature lockout; damaged antibackup. Eval summary: the analysis results for the er420 instrument found that it was returned in good condition. The instrument was cycled, fed, and dropped the remaining clip due to an antibackup failure. In addition, the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the antibackup teeth was noted to be worn out and the lockout posts were found to be broken, which denotes that the lockout had been fired through. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.